Event description:
The consumer reported that there was a return of symptoms. It was reported that the implantable neurostimulator (ins) was completely depleted and so they charged it up however they don't feel stimulation and their pain had returned. Troubleshooting resolved reported issue. It was reviewed with the patient that whenever the ins becomes completely depleted, stimulation turns off and after recharging stimulation needs to be manually turned back on. The patient would attempt to turn stimulation back on when they gets home after work. There was a sudden change in therapy or symptoms. Relevant medical history includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.